Event description:
In 2004, datascope received the following info: a pt underwent a cardiac catherization in 2002. A datascope balloon pump was inserted. When it did not inflate, the physician attempted to inflate the balloon with 15-20 cc of air, as suggested by the instructions included with the balloon. A fatal air embolus resulted. Unfortunately and unexplainably, the catheter was not saved. Air embolus - death - reported 2004. Expired-rptd 2004.